Manufacturer narrative:
H6: investigation summary: one used primary set, model 11532269, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint that the product snapped apart was verified. The expected retainer ring for this engagement was not received. A device history record review could not be performed on model 11532269 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. The root cause of the set separation could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment during use or set loading. H3 other text : see h10.

Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation, leakage, and air in lime alarm during use. The following information was provided by the initial reporter: material no: 11532269, batch no: unknown. Tubing was not manipulated in fluid change except to spike new bag, fluid chamber clamp was not opened until leak found. Get different tubing , many of this product have snapped apart, leaked, or too frequently read air in line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation,leakage, and air in line alarm during use. The following information was provided by the initial reporter: material no: 11532269 , batch no: unknown. Tubing was not manipulated in fluid change except to spike new bag, fluid chamber clamp was not opened until leak found. Get different tubing , many of this product have snapped apart, leaked, or too frequently read air in line.